Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to clinic due to oozing from the pocket. Patient had no other symptoms. It was determined that the patient had device unrelated (B)(6). The device and leads were explanted. Patient¿s condition was stable before, during and after the procedure.